Manufacturer narrative:
Batch review performed on 17 march 2021: lot 160768: (B)(4) items manufactured and released on 24-mar-2016. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-1-2017. Clinical evaluation performed by medical affairs director: 4.5 years after primary tka the patient complains of pain on the internal side of the tibia, probably due to collateral ligament rubbing against a tibial baseplate too big. It is exchanged with another one of the same size adding an offset and stem. This event was not caused by a malfunctioning device. Mysolution department analysis: planning- choice of the size: size 4 for the femur and size 4 for the tibia. The surgeon implanted the same sizes on both tibia and femur. We received an image showing a frontal x-ray and an image showing a lateral x-ray. All of them are not optimal (they are photos of a radiography), as a consequence the precision of the analysis cannot be high: no quantitative analysis is possible. We overlapped, on both the files, the 3d bone model of the tibia cut and the femur cut with the parameters of the validated revision and the implants, on both the femur and the tibia. Here below you can see the result. Here is our comparison between the implanted femur component and the validated planning: the implanted size is the same planned. No substantial deviations have been found in the positioning of the femoral implant. Here is our comparison between the implanted tibia component and the validated planning: the implanted size is the same planned. No substantial deviations have been found in the positioning of the tibial implant. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Additional item involved in the event, batch review performed on 17 march 2021: gmk-sphere 02.12.0412fr tibial insert fixed sphere flex size 4/12 mm r (k121416) lot. 144645 lot 144645: (B)(4) items manufactured and released on 07-nov-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2017.

Event description:
The surgeon revised the tibial components 4 years and 5 months after primary. The revision surgeon reported that the tibial tray was to large. The reason of this too large tibial tray is unknown.